Event description:
A paient developed a blister on the lip and tongue following a cardiac surgical procedure where a tee probe disinfected with cidex opa was utilized. Post-operatively, the patient was initially noted to have a stain on his lip. The patient was examined by his surgeon following disharge from the hospital and was reported to be doing well eating without any difficulty.